Manufacturer narrative:
Section e3, occupation is patient/consumer. The coaguchek vantus meter serial number was (B)(6). The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
We received an allegation of discrepant high inr results with a coaguchek vantus USA meter. The results on the meter were 5.5 inr, 4.5 inr, and 3.4 inr. The results were obtained on the same day; however, the specific timeframe between tests was not provided. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.